Manufacturer narrative:
Device passed self test and displacement test. Software error detected found in the insulin pump history due to software error. Hardware low level failures alarm confirmed in the pump history due to broken traces on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 15.2 mmol/l at the time of the incident. Customer was able to rewind. The insulin pump will be returned for analysis.